Event description:
This report is addressing use error- nurse did not connect patient line correctly. During troubleshooting, the care giver(cg) stated that home patient (hp) was in the hospital and the renal nurse did not connect the patient line correctly. The bed was wet. The baxter technical representative (tsr) assisted the cg with ending therapy and advised to inform the registered nurse (rn) regarding further instructions related to therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Correction: this report addresses the reportable event of a leak, which resulted from not connecting the patient line correctly. Additional information: the leak complaint is confirmed and the cause was determined to be improper setup.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the caregiver. The patient line was connected incorrectly, causing a leak. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Since the lot number is unknown, a batch review was not performed.